Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received power error detected alarm due to j6 connector resistance issue.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. Customer¿s blood glucose level was unknown. Customer stated that the notification light stop flashing immediately. The insulin pump will be returned for analysis.